Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the application software for ear, nose & throat (ent) procedures was in-installed and re-installed to restore functionality. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), data was attempting to be reloaded, but the scroll wheel displayed for a significant amount of time resulting in difficulties loading the data. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to discontinue the procedure due to the reported issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), data was attempting to be reloaded, but the scroll wheel displayed for a significant amount of time resulting in difficulties loading the data. The surgeon opted to discontinue the procedure due to the reported issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an incision had not been made when the site opted to discontinue with the procedure.

Manufacturer narrative:
Software analysis was conducted and found that a corrupted page in 'audit info' table of the patient database. The event was closed as a known anomaly. If information is provided in the future, a supplemental report will be issued.